Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device was difficult to remove. The access ports were not used and the device was forcefully removed from the pt. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete.